Manufacturer narrative:
After the initial report, microport confirmed that this report is a duplicate of a previously reported event under MDR 3010536692-2018-00184 . Please void the initial report.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to broken neck (left). When getting up from the chair, the neck part of the hoof prosthesis is broken. (Left).